Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device problem code a0401 captures the reportable event of basket wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the side car was torn. The working length was found kinked in several locations. Dimensional inspection was performed and the results were within specifications. Functional inspection could not be performed due to the kinks presented on the working length. The basket was not damaged or broken. No other issues noted. The malfunction of the device has not been confirmed. Based on all available information, the side car torn failure may be related to user manipulation while inserting or removing the guidewire through the side car. This manipulation could have resulted in tearing the side car. The kinks presented may be related to user manipulation and/or some technique applied during the procedure. These kinks prohibited the extension of the basket. Therefore, the most probable root cause for the failures found during analysis is adverse event related to procedure. However, the basket was observed without damage and was not broken. Therefore, the root cause for the reported failure is no problem detected. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) lithotripsy procedure performed on (B)(6) 2021. During the procedure, the basket wires broke but were still attached to one end. The basket was removed and another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography (ercp) lithotripsy procedure performed on (B)(6) 2021. During the procedure, the basket wires broke but were still attached to one end. The basket was removed and another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.